Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of dilaudid at 1.195 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient's pump had not recovered post-MRI. It was reported that the patient had a MRI on (B)(6) 2020 and did not have their pump checked post-MRI. It was confirmed that the MRI was unrelated to the patient's device or therapy. The patient came in for their normal refill on (B)(6) 2020 and upon interrogation it said the pump was stalled. The hcp then updated the pump to try to get it out of this state. It was noted that the rep did not hear the pump alarm until they interrogated the pump. The patient reportedly had a large frame, but their weight was unknown